Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for analysis. The root cause is unknown. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during retraction of an embolization coil to reposition it in the treatment site, the coil unexpectedly detached. A cut-down was performed to retrieve the detached coil.